Manufacturer narrative:
(B)(4). Additional information: sample was not received by baxter for evaluation. Rupture was not confirmed due to sample unavailability. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) intermate lv 250, with code 2c1744k and batch 10n034 burst during patient use close to the end of the infusion. The patient received almost all of the medication. No patient injury has been reported. No medical intervention. One unit affected / one samples available. No additional information.